Event description:
A power-on-reset (por) condition was reported. The pt was able to clear the por condition and use her neurostimulator again. It was unk what had caused the por.

Manufacturer narrative:
(B)(4).